Event description:
On (B)(6) 2010, pt's wife reported pt faced an elevated reading this morning of 498 mg/dl; pt took 7.0 units of insulin. Wife reported that 2 1/2 hours later at 6:30 am, pt's meter read "hi". Wife stated, pt took another 7.0 units of insulin at 7:30 am and then his blood glucose went low to 44 mg/dl. Wife reported, pt drank orange juice and ate food. Pt's normal blood glucose range is 70-130 mg/dl. Wife reported, pt's blood glucose is usually around 145-150 mg/dl. Wife stated, pt also changed his infusion site. Wife reported infusion site and infusion tubing had been changed on (B)(6) 2010. Advised to change the infusion site every 3 days. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.